Event description:
An ocd laboratory specialist reported that the customer observed imprecise patient results using vitros tsh and vitros psa reagent on a vitros eci system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The customer did not report patient results during the investigation. There were no allegations of harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that the imprecise results were obtained from pooled patient samples that were being used to verify performance following a calibration event. The investigation determined the need for several actions related to reagent metering. The ocd field service made necessary repairs, returning the vitros eci to expected operation. Acceptable vitros tsh and psa precision was obtained following the service. Follow-up with the customer indicates that acceptable performance has been maintained. The root cause of this event is instrument related.